Manufacturer narrative:
Concomitant medical products: (B)(4), implanted (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.